Event description:
It was reported that "the doctor found cuff leakage during the operation and tried 2 times to use same lot of product but found same issue on products, the patient status is unknown".

Manufacturer narrative:
(B)(4), it was reported that the sample is not available for return; therefore, ten samples were selected from current production at the manufacturing facility for evaluation. A visual exam was conducted and no defects were observed. The cuff pressure was then tested on the samples and the cuffs on all ten samples could be inflated without any issues and they maintained pressure at 25mbar with no abnormalities. The production samples were then immersed in water for leak testing. No bubbles were observed flowing out from the samples during the underwater test indicating there were no leaks. There is 100% leak testing performed in manufacturing in which any leakage would be identified prior to release from the manufacturing facility. Simulation using production (representative) samples showed no decrease in cuff pressure and no leakage at the side arm joint was observed. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the doctor found cuff leakage during the operation and tried 2 times to use same lot of product but found same issue on products, the patient status is unknown".